Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
Additional information was received on march 15th, 2022, indicating that a temperature alarm did not occur. Alleged issue did not cause or contribute to a serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.